Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter had dislodged. The catheter had been implanted retrograde from l2 with the tip at s1 and had migrated to l4 and provided no therapeutic benefit in the migrated position. It was planned to replace the catheter at s1.